Event description:
The customer reported that the left monitor was not working. There was not report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.